Event description:
Information received from sales rep: patient was revised. Type of replacement device used: trident cup and redapt stem/head snn.

Manufacturer narrative:
Additional device listed in this event: v40 head. An event regarding alleged revision involving a trident liner was reported.the event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot ID referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time as no devices information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received from sales rep: patient was revised. Type of replacement device used: trident cup and redapt stem/head snn.